Manufacturer narrative:
Product complaint (B)(4). Investigation summary: broken excel t handle cannot connect to instrument. Replacement required. The product was returned to medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the excel t-handle is worn from constant use and has signs of use. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test performed with a mating device laboratory sample revealed that the handle was not able to properly assemble the mating device as intended, therefore the reported complaint allegation was able to be replicated. While handling the handle it was noted that the inner ball bearings were jammed. The overall complaint was confirmed as the observed condition of the excel t-handle would have contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (pg0807) provided is not a valid finished goods lot#. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Broken excel t handle cannot connect to instrument. No impact to patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, broken excel t handle cannot connect to instrument. Replacement required. The product was not returned to depuy synthes; however, photos were provided for review. See attachment (B)(4). The device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed the device excel t-handle the photos does not provide enough evidence to confirm the alleged reported condition. Functionality of the device cannot be assessed through photo evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (pg0807) provided is not a valid finished goods lot#.

Event description:
Additional information was received: a. Did it break into two or more pieces? If not, please specify the alleged deficiency: is it dull, bent, cracked, stripped, scratched, worn, scratched, cross-threaded, or any device interaction issues? The locking collar would not retract and the ball bearings inside seemed fixed, therefore not allowing the instrument to lock into the t-handle. No separate parts were broken off.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 removed pe code broken (2+ pieces): pre or post operatively/step unknown if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.